Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the event was not related to the device or therapy and unlikely related to the implant procedure. Additional information was received 10 days later. It was reported that this was a patient issue and the cause of the uti was due to a history of chronic utis per the patient. Additional information was received on 2018-jan-16. It was reported that event was not related to the device, therapy, or implant procedure. No further complications were reported/anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a urinary tract infection (uti). Intervention included medications that was administered and resulted in an unscheduled clinic or office visit. The patient was diagnosed and treated for several utis. There was a report that the event was unlikely related to the device or therapy and unlikely related to the implant procedure. Specifically, the patient had a history of chronic utis. The patient had several utis over the course of the last few month during which they sought treatment at an outside facility and was prescribed antibiotics which treated the infections according to the patient. It was reported that the event resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.